Manufacturer narrative:
Conclusion: product was replaced in advance of return to manufacturer.

Event description:
It was reported that the unit had a broken case. No pt involvement or adverse consequences were reported.